Event description:
It was reported that 5 days after a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The pt presented at hospital with anterior wall damage and a myocardial infarction. The pt was placed on a balloon pump and the left anterior descending artery (lad) was treated. The physician implanted a taxus express2 8.8% 2.75 x 20 mm drug eluting stent. The pt was placed on plavix. The pt was due to be discharged in 2004 and was taken off the balloon pump. The pt complained of chest pain with EKG changes. Pt was sent to hospital for catheterization. It was confirmed that the entire lad back to the left main was shut down due to clot. Dr stated that the stent diameter was 2.75 and the vessel diameter is at least 3.0, so the stent was probably undersized. The vessel was wired and an x-port catheter was used to remove as much clot as possible. There was also considerable disease located in the ostium of the left main, circumflex and diagonal so the pt was sent for CABG surgery to repair the diseased vessels. The pt was on plavix the entire time in each hospital. The pt is reported to be doing fine. In the opinion of the physician, the thrombosis is related to the stent.